Manufacturer narrative:
The tubing od was measured near the point of detachment and was found to be within specification.

Manufacturer narrative:
We received one vamp adult system for examination. The pressure tubing had been detached from the vamp reservoir stopcock. Dry blood was evident at the reservoir stopcock. The pressure tubing was bent near the point of detachment. Indications of bonding solvent were evident on approximately 50% tubing bond surface area. Tubing od was measured and found to be out of specification. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the vamp tubing separated from the patient side, at the 2-way stopcock, when blood was taken from the patient . There was some loss of blood; however, the nurse reacted adequately and changed the set. There were no consequences to the patient.